Event description:
It was reported that during a stenting treatment procedure, removal difficulties and a stent dislodgement occurred. The significantly stenosed target lesion being treated was located in the mildly tortuous, severely calcified and narrow bifurcation of the left main (lm) and left circumflex (lcx) coronary arteries. A 3.00x24m promus element stent delivery system (sds) was advanced to the lesion and was unable to cross the lesion. Upon removal of the sds there was additional resistance and once outside of the patient it was noted that the stent had dislodged from the delivery system and was on the guide wire. It is believed that the stent dislodged in the guide catheter during withdrawal. The procedure was completed with a 3.00x22mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and a stent dislodgement occurred. The significantly stenosed target lesion being treated was located in the mildly tortuous, severely calcified and narrow bifurcation of the left main (lm) and left circumflex (lcx) coronary arteries. A 3.00 x 24 m promus element stent delivery system (sds) was advanced to the lesion and was unable to cross the lesion. Upon removal of the sds there was additional resistance and once outside of the patient it was noted that the stent had dislodged from the delivery system and was on the guide wire. It is believed that the stent dislodged in the guide catheter during withdrawal. The procedure was completed with a 3.00 x 22 mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned however it was damaged around its middle section. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).